Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a burnt power plug. The bmt indicated the neutral wire on the side of the plug was discolored and showing signs of charring and scorching inside the plug. The bmt stated no visible damage or deformities were noted. The bmt reported there was no burning smell, smoke, spark, or flame observed. The burnt power plug was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Per bmt the power plug was replaced with a spare as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power plug component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer to date for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a burnt power plug. The bmt indicated the neutral wire on the side of the plug was discolored and showing signs of charring and scorching inside the plug. The bmt stated no visible damage or deformities were noted. The bmt reported there was no burning smell, smoke, spark, or flame observed. The burnt power plug was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Per bmt the power plug was replaced with a spare as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power plug component was available to be returned to the manufacturer for physical evaluation.